Manufacturer narrative:
H3: product analysis: evaluation determined that overheating was confirmed. The likely cause of failure couldn't able determined. It was also found that grinding noise, missing bearing, bent tube, vague tube and base marking needs etching. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a craniotomy for tumour removal, the attachment was used and chattered excessively during use, resulting in a procedure delay of five minutes. A second set of the same product was opened, and the same issue occurred. The procedure was completed using a backup product, and no issue was reported with the third set that was opened. The product had contact with the patient, but no injury occurred. No intervention was performed or planned. No patient complications have been reported as a result of this event.